Event description:
Patient reported right side "recall." It was later reported "trace amount of peri-implant fluid only present", and "radial fold present medially." The device has been explanted and replaced.

Event description:
The device has been explanted.

Event description:
Patient reported left side "recall." MRI testing showed "prominent radial fold present medially", ¿a trace amount of peri-implant fluid only present on the right¿. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿a trace amount of peri-implant fluid only present on the right¿.